Event description:
Port catheter noted to be broken. Pt sent to have catheter fragment retrieved and port removed. The catheter and port were successfully removed. Catheter broke at vein entry site, approx. 2-3 cm from port attachment.